Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log file review confirmed a reported driveline power fault (power b fault) alarms on (B)(6) 2024 from 18:20 to 19:16. The alarm was cleared, and the plan was to monitor the patient. Ultimately, the system controller and modular cable were exchanged, which resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis and evaluation of the returned cable. The modular cable (lot number 7661510) was returned and tested with the event system controller and passed testing without issue or alarms. The driveline power fault alarms were not reproduced with during this test. The modular cable did not pass insulation testing, and the red wire, responsible for the power b line, was noted to have a raised resistance, indicating wire fatigue. Sustained raised resistances in this wire would cause a driveline power fault alarm to activate. The underlying layers were stripped, and it was found that the underlying wires of the modular cable were kinked in near the controller side strain relief, and the red wire was found to be severed, with intermittent connection, as it was held together by the outer layers of the modular cable. A review of the submitted and downloaded log files from the reported event date of 28oct2024 showed a driveline power fault alarm activating at 18:20 due to intermittent fluctuations of the power b signal. The alarm resolved at 19:22, consistent with the reported event, but reactivated at 19:49. The driveline power fault alarms did not prevent the pump from operating at its set speed, and the controller was able to support the system as intended while the driveline was connected. The driveline was disconnected at 20:12, consistent with the reported controller and modular cable exchange. Provided information indicated that the system controller and modular cable were exchanged. The root cause was determined to be due to the wire fatigue in the modular cable, consistent with repetitive flexing of the cable over time. The device history records were reviewed and revealed no deviations from manufacturing or qa specifications. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline fault alarms. Heartmate iii instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate iii patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.